Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Only one needle was received. Visual observation reveals both implants are missing, and the silicon tube is pushed ~3 mm towards the distal end. It is unclear how that silicon tube was moved forward. Moreover, the distal end of the tube is damaged/pinched. It is probable that this shifting and damage of the tube occurred as a result of over penetrating the needle. Over penetrating the needle or putting a lot of needle length behind the meniscus, the silicone and implants can get ¿bound up¿, the implants may be shifted out of place, and silicone can develop prominent ridges that can catch on tissue and fat pad ¿ all of which could lead to difficulty in deployment. Other than this possibility, we cannot discern a root cause for this failure. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for this lot released to distribution. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 3 for the same event. It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament (acl) surgical procedure, after assessing and preparing the meniscus repair site, omnispan was assembled and first stitch was attempted. In the first stitch, the first back stop misfired in the sense that it did not go through the meniscus completely. A misfire was discovered at the time of trying to tighten the knot after deploying the second back stop. Surgeon had to cut the suture and remove the stitch. After this, the surgeon attempted to take a second stitch with fresh needle and this time the first back stop caught the meniscal rim properly. However, when trying to advance the second back stop with red trigger, the movement was not appropriate even after three tries and after that the trigger just jammed up (red trigger as well as grey trigger). Hence the second back stop could not be deployed. Again the surgeon had to cut the suture to free the instrument from the joint. It was reported that a competitor¿s implant was deployed very close to the locations - approximately 2-3 mm apart. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.